Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failed to trigger unlock signal and shown failed to close message despite the door being locked. When the user attempted the recovery procedure, the latch did not trigger, and the sensor failed to detect the door as closed even after forcing it open and shut. Additionally, the user rebooted the station and swapped gray cables with aux cabinet cable, but the latch mechanism remained unchanged. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for (B)(6) hospital was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for(B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. A field service engineer (fse) replaced both controller board and latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.